Event description:
The surgeon inserted an aa4203tl tone silicone plate and the back haptic tore off. The lens was removed with no patient injury, no incision enlargement of sutures. Another same type lens was inserted. This lens is one of two lenses used on the patient- see MFR report # 2023826-2006-00526.